Event description:
It was reported that the customer was hospitalized back on (B)(6) 2014 and came home on (B)(6) 2015 due to a cellulitis infection where the sensors were inserted. The infection was throughout the customer's whole abdomen. Customer stated that her blood glucose level at the time was in the 200's mg/dl to 300's mg/dl. Customer was wearing the insulin pump at the time of the hospitalization. Customer was able to take medication orally and was able to come home. Customer stated that she received a weak signal and a lost sensor alert. Customer's current blood glucose level was 322 mg/dl. Customer treated with the pump. Customer was assisted with priming the pump. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2015-11836.